Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6)investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system fault. Per reporter, there was no physical damage/abuse and the event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, review, the customer problem was duplicated. The cause of the customer reported problem that was an error code 112 was an intermittent motor. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.